Event description:
A patient was undergoing a soft tissue bone biopsy (shoulder) in interventional radiology. A temno needle gun (18 g x 11cm) was in use when the blue handle on the gun separated mid specimen. There was no harm to the patient but another needle needed to be used. Manufacturer response for needle gun, coaxial temno evolution biopsy system (per site reporter): the company has not yet responded.